Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent procedures due to salvage of a failed reverse total shoulder, with an irreparable rotator cuff tear and a well-fixed humeral stem, to an anatomic hemi-shoulder replacement. Loosening of the humeral component of a univers revers cuff arthropathy (ca) head system was reported (confirmed radiographically) due to implant wear off, fracture or damage to surrounding bone, dislocation or instability. It was further specified that the loosening was related to dislocation or instability. The hcp mentioned that the complications were probably not related to the device. The hcp also reported that the complications did not require any additional treatment. The date of these procedures and the initial rtsa procedure were not provided. The date of the fracture or damage to the surrounding bone was not provided.